Manufacturer narrative:
The device history was reviewed and found to meet manufacturing specification.

Event description:
Facility reported the stellaris system is shutting down on its own. Ac plug has been checked.